Event description:
Procedure: wedge resection. Reportedly, the endo gia 30 would not open after firing across the apex of the lung. Larger wedge had to be removed to excise the instrument with the specimen. The instrument then had to be manually opened to remove the specimen. No further patient injury was reported.